Manufacturer narrative:
Service inspected the analyzer and replaced the mixer and cleaned the cuvette washer nozzle, which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. A review of the service history for the analyzer did not identify any additional service or complaint issues on or around the time of the issue that may have contributed to the issue. A review of complaint and trending data for the nozzle, c4, #2, #3 (rohs) and mixer did not identify any trends or issues. Device history review for the likely cause part did not identify any non-conformances or deviations were identified. A review of tracking and trending in the product monitoring review for clinical chemistry systems found no systemic issue or trends for the alinity system nor likely cause part. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency was identified for the alinity c processing module (ac02354).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed alinity c calcium result for one patient. Sid (B)(6) initial result = 2.1 mg/dl; repeat result = 9.3 mg/dl. The sample was repeated on two other alinity instruments generating results of 9.2 mg/dl and 9.3 mg/dl. The customer provided reference range is 8.5-10.5 mg/dl. There was no impact to patient management reported.